Manufacturer narrative:
Reported disassociation of the femoral head from the stem was confirmed via x-ray review. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time of this reporting.

Manufacturer narrative:
(B)(4). Report source- foreign: the event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient revised to address implant wear after 13 years in-vivo. No further information is available at this time.